Manufacturer narrative:
The t:slim user guide states to replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level had been high (319 mg/dl) and insulin injections were administered to address the bg. The cause of the high bg was not known. A pump system check was performed and no device issue was identified. The customer reported to have been using humalog in the cartridge for 7 days. Tandem technical support advised the customer that humalog was labeled for a 48 hour use with the cartridge. The customer acknowledged the information and stated that the cartridge would be changed more often and current supplies would be changed.